Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. The instructions for use that accompany the device instruct the user to secure the strain relief and catheter to the luerlock connector with a tight suture tie in the groove of the strain relief, using 0 silk suture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a lumbar catheter had disconnected from the luerlock connector twice. No device or patient specific information was reported. It was also reported that there wasn't any known injury to the patient.